Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was upset because the stimulators were replaced in 2013 and they were told that the new stimulators would last for 5-7 years. No patient symptoms or further complications were reported as a result of this event.